Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('fragment of the coil/two additional fragment'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy converted to total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage and dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, dysmenorrhoea. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragment of the coil/two additional fragment') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy converted to total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and dysmenorrhoea outcome was unknown. The reporter considered device breakage and dysmenorrhoea to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.